Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ventilator alarmed which was indicating air leakage. The nurse noticed the persistent bubbles continued to appear at the interface of the tracheostomy tube. After reporting to the doctor, a new tracheostomy tube was replaced. There was unknown patient harm reported as a result of the event.

Manufacturer narrative:
H6: updated. H3: the investigation of the complaint was limited because no sample was returned. Customer is claiming cuff leak which was observed during use. During manufacturing process, the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12 hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. Each cuff shall be also tested by customer prior use as per instruction for use. Due to fact that cuff leak was observed after placement it is the most probable that reported failure occurred during tracheostomy procedure due to contact with sharp edge which is in conflict with instruction for use. Without the sample we are unable to determine true root cause of this issue. No signal of confirmed complaints in relation with this issue was identified. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product.